Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced which resolved the reported issue.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient could not feel stimulation in her right low back. Reprogramming was unable to resolve the issue. X-rays showed the right lead had migrated. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.